Manufacturer narrative:
(B)(4). Insulin pump received with broken reservoir tube lip, missing end cap sticker and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the retainer ring had came off. The customer stated that the reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.